Event description:
It was reported via phone call that the customer had blood glucose levels of 580 mg/dl. Customer treated with manual injections. Customer's wife reported that they believe the insulin pump is not working properly. Troubleshooting was declined. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.